Manufacturer narrative:
The reported events of high pacing impedance and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Event description:
During attempted implant, high pacing impedance and r wave amplitude variation were observed on the right ventricular (rv) lead. The rv lead was repositioned. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.